Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain everyday for the last two months') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and neck pain ("just lots of pain in my neck"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the back pain and neck pain outcome was unknown. The reporter considered back pain and neck pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media content received. Case became serious incident. Essure removal done. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.